Manufacturer narrative:
The device was returned for analysis. The unspecified failure was observed as suture retrieval issue needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis found that a cuff miss and cuff separation occurred. No additional information was provided.

Manufacturer narrative:
Nab5: describe event or problem updated. H6: medical device problem codes updated.

Event description:
It was reported that this was a closure using four prostyle devices relative to an unspecified procedure. Reportedly, unspecified failures occurred with the four prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3: estimated date of event.